Manufacturer narrative:
A device history record review was completed for provided material number 310205 and lot number 231207. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. One (1) picture showed a needle with an epoxy drop on the cannula surface. One (1) picture showed a needle with some black spots within the blister. One (1) picture showed the top web of the needle blister. The defects of epoxy on needle and black particles on the blister were observed. For the epoxy (adhesive used to join the cannula and hub components) on the needle, this issue most likely occurred during the assembly process due to a temporary stoppage in the process or malfunction in the epoxy dosage machine. Consequently, a higher amount of epoxy was added and fell onto the following needle resulting in the observed defect. It has been determined that the black spots in the blister package most likely resulted from some residue of an auxiliary component in the packaging machine. However, we would like to inform you that any activity completed in the machine is performed in accordance with all preventive measures defined in our procedures. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. The entire assembly and packaging process takes place in an environmental controlled room where good manufacturing practices are followed. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 18ga 2in tw had epoxy on the needle. The following information was provided by the initial reporter translated from german to english: I have just been informed by the production department that the following cannulas (manufacturer: bd) have a manufacturing defect, which I would like to inform you about product name: needle 18ga 2in tw item number: 310205 batch number/serial number: 231207 reported problem: shape defective, foreign body.